Event description:
This is a 83-year-old female patient, seven yrs postop initial rtha with a 48/32 head. Patient was identified with hip pain and potential revision. No additional information available. Additional information received indicates that per provided radiograph prosthesis wear was confirmed.

Manufacturer narrative:
The 83 year old female patient involved was reported for monitoring due to hip pain and early prosthesis wear approximately 7 years after the tha index surgery to her right hip. The prosthesis wear was able to be confirmed from the provided radiograph. The devices were available for evaluation as they remain implanted. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear, significant edge loading of the femoral head on the acetabular liner due to acetabular cup positioning and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the monitoring reported due to early prosthesis wearing is a combination of the risk factors specified in patients with increased risk tend to present with signs for prosthesis wear and subsequent particle-induced osteolysis within the first 5 years after the index arthroplasty and have the following characteristics: significant edge loading of the femoral head on the acetabular liner, patients implanted with a lateralized liner, patients in whom the largest available femoral head and/or thinnest available acetabular liner was used, and patients implanted with a component having a shelf age of greater than 2 years. Those patients having a combination of risk factors will have the highest risk for early wear and lysis. A risk assessment has been initiated to escalate this issue.